Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device and a photo of the sample were provided for review. The evaluation of the sample and review of the photo were inconclusive for fluid leak. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0607530 port and catheter allegedly experienced a fluid leak. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.

Manufacturer narrative:
The lot number was provided, therefore a lot history review was performed. The device was not returned for evaluation, however a photo was provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0607530 port and catheter allegedly experienced a fluid leak. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.